Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to value other than monitor plus therapy for unknown reasons. Attempts to acquire additional information were unsuccessful. This ICD remains in service. No adverse patient effects were reported.